Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any adverse consequences associated with the patient as a result of the suture pull off reported issue? No. How was the needle retrieved from the situs. - unknown. Was the surgery completed successfully? -yes. Procedure name -unknown. Initial procedure date - unknown.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the suture was used. It was reported that the needle separated from suture very easily. The needle had to be retrieved from situs. The procedure was completed successfully.